Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
Event occurred regarding a plum duo where it was stated in the report involving amiodarone in cath lab recovery, that the pump was set to run at 1.7 ml/hr the infusion alarmed with air in line after 30 minutes and was found to be running at a rate of 557. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Correction h5 and h8.

Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis. Without the return of the pump a comprehensive failure investigation cannot be performed and a cause cannot be determined. A 12-month service could not be performed because no serial number was provided.